Event description:
It was reported that the customer has experienced high blood glucose. Customer changed the infusion set, he woke up in the morning and blood glucose value was 291 mg/dl, a couple of hours later was 234 mg/dl, then 370 mg/dl and after he went up to 413 mg/dl. Customer did eat breakfast in between. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles. Customer was able to rewind and perform manual prime. No insulin leak found. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. It was stated that the customer is in the hospital due to having a fall. Customer had taken the insulin pump off and had treated with manual injection. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.